Manufacturer narrative:
Device evaluated by MFR: inspection shows a kinks located approx. 4, 26.5, and 29.5cm from the distal tip. Due to a major kink in the distal section the device was difficult to retract in the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that removal difficulties occurred. A the end of the procedure when the physician attempted to remove the intellamap orion high resolution mapping catheter from the patient through an non-bsc sheath. The orion would not retract into the sheath even with the array fully collapsed. The physician pulled the sheath all the way out and was able to remove the orion as well. The orion was bent 90 degrees at the distal end of the shaft preventing it from retracting into the sheath. There were no patient complications reported and the procedure was completed.

Event description:
It was reported that removal difficulties occurred. A the end of the procedure when the physician attempted to remove the intellamap orion high resolution mapping catheter from the patient through an non-bsc sheath. The orion would not retract into the sheath even with the array fully collapsed. The physician pulled the sheath all the way out and was able to remove the orion as well. The orion was bent 90 degrees at the distal end of the shaft preventing it from retracting into the sheath. There were no patient complications reported and the procedure was completed.